Manufacturer narrative:
(B)(4). Concomitant medical products: shell with cluster holes # item 00875705001 lot 64148297. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while doctor was implanting cup into patient, threads from continuum cup inserter broke off into continuum cup. The surgery was completed with new cup and inserter.

Manufacturer narrative:
(B)(6). Complaint sample was evaluated and the reported event was confirmed. Review of the device history records and receiving inspection report identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. The issue has been previously addressed in qir 11113. As per qir, threaded bolt tip fracture- the failure mode occurs most frequently when the straight shell inserter is paired with the continuum or trilogy it shell. The levering force puts great stress on the distal end of the bolt and its interface with the shell threads. Initially, due to difference in the material properties, the titanium threads of the shell will yield before the stainless steel threads of bolt, but the shell is single use so that is acceptable. However, after repetitive cyclic loading, fatigue effects accumulate for the bolt and cause the tip to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.